Event description:
It was reported that during preparation for a stenting treatment procedure foreign material was identified. Upon opening a package for a 8mm x 1.50mm apex push balloon catheter a long blond hair was adhered to the balloon hoop. The device did not enter the patient and the procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).